Event description:
On 8/29/97, lab received a fax from the MFR, notifying facility that ammonia reagent was causing falsely elevated results. Reagent was in use since 8/16/97. Pt was dialyzed based on lab results. Ammonia level was done 26 times on this pt.